Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 6 months after implant. Reason stated was the improper iol power was implanted.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 16.50. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all reports.

Manufacturer narrative:
The iol was not yet been received for analysis. The device met all specifications prior to market release. There was no report of patient injury received. The manufacturer will continue to monitor and trend all reports received.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.